Event description:
Number 12 french cannula placed in ij. Patient placed on ECMO bypass. Good saturation (100%) initially. However, membrane failed requiring replacement. Patient coded during replacement and required epinephrine and other resuscitative meds. After replacing membrane oxgenator and reinitiating ECMO, patient did not respond and expired due to severe pulmonary hypertension and cardio-respiratory failure. (Membrane failure was immediately recognized and appropriately handled. Patient was bagged throughout. It is believed that the death stems from the medical condition as opposed to the membrane failure.